Event description:
It was reported that the user experienced low blood glucose while using the ilet with a dexcom g7 sensor, with sensor readings perceived as inaccurate by more than 40 mg/dl compared to fingerstick values and a prior episode reported below 40 mg/dl; the user considered pausing ilet but was advised that the system suspends insulin delivery during low glucose, and was instructed to replace the dexcom sensor and notify the cgm manufacturer. Investigation of this case revealed that cgm inaccuracy was suspected, and sensor replacement was recommended. Symptoms included the inability to think clearly. Outcomes included self-treatment with oral carbohydrate without medical intervention. It was concluded that the event was consistent with hypoglycemia with unclear cause and no device malfunction of the ilet identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.